Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the manufacturer was notified that the user experienced a ond hypoglycemic event on or around (B)(6) 2025 that required ems intervention and hospital evaluation. According to the user, emergency medical services were called due to a significant drop in blood glucose (bg). The user was transported to the emergency room and released the following day. No further clinical details or treatment information were provided.